Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of occurrence estimated. Implant date estimated. The absorb device is currently not commercially available in the u.s; however, it is similar to a device sold in the us. Literature attachment: comparison of an everolimus eluting bioresorbable vascular scaffold with everolimus eluting metallic stent in an all-comers population undergoing percutaneous coronary intervention. Product performance engineering reviewed the incident information; however, there was no reported device malfunction and the product was not returned as the scaffold remains in the anatomy. A review of the lot history record and complaint history of the reported device could not be conducted because the lot numbers were not provided. Based on the case information a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effects of cardiac arrest, death and thrombosis, as listed in the bioresorbable vascular scaffold (bvs) system, absorb, instructions for use (IFU) are a known adverse events associated with the use of a coronary scaffold in native coronary arteries. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
It was reported via article titled "comparison of an everolimus eluting bioresorbable vascular scaffold with everolimus eluting metallic stent in an all-comers population undergoing percutaneous coronary intervention" case #1 the patient presented experiencing an st myocardial infarction. Pre-dilatation was performed with a 3.5 x 20 mm balloon catheter at 10 atmospheres prior to placement of a 3.5 x 28 mm absorb scaffold in the mid right coronary artery. Post-dilatation was performed with a 3.5 x 15 mm balloon catheter at 12 atmospheres. The patient was placed on ascal and prasugrel dual antiplatelet therapy. Angiography confirmed very late stent thrombosis. The patient expired due to cardiac arrest. No additional information was provided.